Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The frame interface board was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The hospital reported a malfunction that causes an over delivery of pressure in the patient circuit. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the reported event was for an inaccurate reading before use, and not for over delivery of pressure. The preuse check of the unit failed, notifying the user of the reported condition. Unit continues to ventilate and alarms remain functional. The reported additional information is not reportable. Additional information was received that the reported event was for an inaccurate reading before use, and not for over delivery of pressure. The preuse check of the unit failed, notifying the user of the reported condition. Unit continues to ventilate and alarms remain functional. The reported additional information is not reportable.